Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother called to report that they had a box of sensors without cannulas, as well as another sensor from another box. The customer had received multiple lost sensor alarms and was unable to reconnect. Customer's blood glucose reading was unknown. Sensors were replaced but not returned.